Manufacturer narrative:
(B)(4). The device is in the process of being returned for analysis. Upon completion of the evaluation, a follow up MDR will be submitted.

Event description:
It was reported that the impactor cracked during the procedure. There was no patient injury and no delay reported as a result of the event. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The instrument has no expiration date. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned, the cap was cracked. The crack ran the entire length of the material. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: it was identified an internal software error produced and submitted an invalid device product code in the previous submissions related to this reporting. The device product code has been updated with no further changes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available

Manufacturer narrative:
This follow up report is being submitted to report additional information the following sections were updated:

Manufacturer narrative:
This follow up report is being submitted to report additional information the following sections were updated: upon further review of reported device identification, the reported lot number does not correspond to the part number. Lot number - unknown expiration date - unknown device manufacture date - unknown.